Manufacturer narrative:
A ge service rep performed an onsite investigation. The flash on the mainframe was reloaded and the calibration files on the system were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator calibration required error message. No pt injury was reported.